Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported during a routine implant procedure that this lead was attempted implant due to suspected damage and fracture to the lead. To the lead. A different lead was successfully implanted. No adverse patient effects were reported. The device has been received and is currently undergoing analysis. This lead was returned, and product analysis complete.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine implant procedure that this lead was attempted implant due to suspected damage and fracture to the lead. To the lead. A different lead was successfully implanted. No adverse patient effects were reported. The explanted lead was discarded at the facility and will not be returned.